Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) and right atrial (ra) lead had high pacing impedance greater than 3000 ohms. The high impedance was being oversensed by the minute ventilation (mv) sensor causing inappropriate atrial tachy response (atr). Additional information determined that reprogramming was performed and the mv sensor was turned off. The oversensing issue had resolved, and they were unable to recreate noise while performing isometrics. The device remains in-service, and the plan was to continue monitoring. No adverse patient effects were reported.